Event description:
The angioguard rx could not cross the lesion in the internal carotid artery (ica). The lesion was described as "very difficult." The procedure was conducted without deployment of a distal embolic protection device.

Manufacturer narrative:
A review of the device history records (DHR) indicates this packaging lot consists of 108 units, from two assembly lots, final inspection tested and deemed acceptable for shipment with no indications of any manufacturing defects or anomalies. The specimen does not present any obvious indications of manufacturing defect or anomaly. Except for the 23.1 cm of the core wire exposed through the deployment sheath prescore at 25.80 to 32.95cm and 41.55 to 58.35cm from the distal end of the sheath; the 0.75cm stretch located 2.65 to 3.40cm from the distal tip; the numerous bends/kinks of varying radii and severity 0.15 to 3.30cm and 14.6 to 175.9cm from the distal tip; the proximal edge of the filter membrane is partially torn distally from three of eight filter strut wires and the scrape damage to the ptfe coated wire shaft 149.45 to 153.20cm from the distal tip, the specimen device and sheath appear visually and dimensionally correct. As described in the complaint narrative, "the angioguard rx could not cross the lesion in the internal carotid artery (ica)". The flexible, "delicate" nature of the distal tip region requires due care in handling and use, as directed in the device instructions for use (IFU). The damage to the flexible distal tip appears consistent with coming under constraint and prolapsing at some time during the clinical application involving the failed attempt to cross "the lesion in the internal carotid artery (ica)." The damage of the deployment sheath, while not indicated in the complaint documentation, appears consistent with a column strength overload of the sheath along the manufactured prescore possibly incurred as a result of improper placement of the torque device during docking of the filter assembly within the deployment sheath. As such, any additional axial compressive load could overload the already stressed deployment sheath, causing the sheath to open along the manufactured prescore and expose the ecgw core wire shaft, as presented by the specimen. This conjecture is supported by the scrape damage 149.45 to 153.20cm from the distal tip of the ptfe coated wire shaft, placing the majority of the coating damage within the lumen of the 148.85cm long deployment sheath when the sheath is unstressed. The nature of the damage presented by the specimen and the interpretation of the complaint suggest procedural and clinical factors impacted on the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation.